Event description:
It was reported the patient heard a two tone alarm multiple times and the lead integrity alert triggered due to the right ventricular (rv) lead having oversensing and diminished r-waves. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2011, a lead integrity alert and patient alert triggered due to a lead failure predictor. There was sensing/oversensing with fifteen ventricular non-sustained tachycardias <= 210ms between (B)(6) 2011. There also was interference/noise and ventricular short interval counts v-sic=351.2 counts avg/day, in 1.42 days between (B)(6) 2011.